Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the clinician was changing out the gloves from the kit and the patient was excreting blood in urine. When the foley was changed out and the registered nurse removed the gloves there was the presence of the blood and urine on their hands. They checked to see if there were any tears or holes but could not find anything. Registered nurse did not require any diagnostic testing. They just washed their hands, and the material management also stated that there have been other events which had occurred similar to this event within the facility and the gloves have been pulled until further review. It was unknown what medical intervention was provided.

Event description:
It was reported that the clinician was changing out the gloves from the kit and the patient was excreting blood in urine. When the foley was changed out and the registered nurse removed the gloves there was the presence of the blood and urine on their hands (material#a303416a), (material#a897518). They checked to see if there were any tears or holes but could not find anything. Registered nurse did not require any diagnostic testing. They just washed their hands, and the material management also stated that there have been other events which had occurred similar to this event within the facility and the gloves have been pulled until further review. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted three unopened (with original packaging), sure step foley tray system. Visual inspection noted no obvious observations. The material number for the device returned is different from the material number reported. Filled gloves with water. No leaks present. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The reported event is unconfirmed a labeling review is not required. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.